Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, at third inflation, it was noted that the balloon ruptured vertically at the front side at 6atm for 5 seconds. The device was removed using the normal method without issue and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.